Manufacturer narrative:
Analysis of the device found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 1331 mcg/day), clonidine (1000 mcg/ml at 665.5 mcg/day), and bupivicaine (20 mg/ml at 13.31 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported there was a discrepancy in the amount obtained versus the amount expected during the last two pump refills so a device manufacturer was called to do a pump/catheter study. The patient had been experiencing pain since it began. More drug volume was obtained during a pump refill than expected. On (B)(6) 2015 the expected residual volume (erv) was 3.7ml and the actual residual volume (arv) was 5ml. On (B)(6) 2015 the erv was 3.1ml and the arv was 4ml. A catheter dye study and rotor study were performed on the date of this report and both were found to be normal. Since everything was found to be functioning properly, no further action was taken. They discussed a possible dose increase. The patient status at the time of this report was ¿alive ¿ no injury.¿ it was unknown if the issue was resolved at the time of this report. If additional information is received, the event will be updated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump was removed and replaced due to battery depletion on (B)(6) 2016. There was no patient death and no symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump was removed and replaced due to battery depletion on (B)(6) 2016. There was no patient death and no symptoms were reported. Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 1331 mcg/day), clonidine (1000 mcg/ml at 665.5 mcg/day), and bupivicaine (20 mg/ml at 13.31 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported there was a discrepancy in the amount obtained versus the amount expected during the last two pump refills so a device manufacturer was called to do a pump/catheter study. The patient had been experiencing increased pain since it began. More drug volume was obtained during a pump refill than expected. On (B)(6) 2015 the expected residual volume (erv) was 3.7ml and the actual residual volume (arv) was 5ml. On (B)(6) 2015 the erv was 3.1ml and the arv was 4ml. A catheter dye study and rotor study were performed on the date of this report and both were found to be normal. Since everything was found to be functioning properly, no further action was taken. They discussed a possible dose increase. The patient status at the time of this report was 'alive - no injury.' It was unknown if the issue was resolved at the time of this report. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.